Event description:
During routine testing of the device at the service center, the user observed an intermittent "color chip failure" error message. The color chip failure was found to be caused by a broken clip on the hemocrit saturation probe. The monitor was originally returned for repair due to a failure to boot up when the color chip failure was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.